Manufacturer narrative:
Pain at insertion site is a known and anticipated potential adverse effect. No additional investigation was found necessary per ntf-0282. The sensor already reached its end of life on jun 4, 2020, but user still had the sensor inside her arm. User was advised to contact hcp to schedule an appointment for sensor removal. H6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On november 03rd 2020, senseonics was made aware of an adverse event where user experienced discomfort and pain since after the sensor insertion on (B)(6) 2020. User also mentioned that there was no bruising or different skin color but there was slight swelling when pressed on the insertion area.